Manufacturer narrative:
Corrected field: b5. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video scope presented the image becomes blurred, indistinct or noisy, no image. There were no reports of patient involvement.

Event description:
This is a customer inquiry received on 27-mar-2025 by olympus china from (B)(6) located in china. The inquiry has been initially received in chinese. According to the reporter, on (B)(6) 2025, the following issue occurred: the image becomes blurred, indistinct or noisy, no image. Reportedly, this issue involves the following olympus product: gif-hq290. According to the available information, this issue did not cause or contribute to a positive test culture, this issue did not cause or contribute to (suspected) infection, there is no information on whether this issue caused or contributed to death; this issue did not occur during a procedure. The reporter stated that the device is expected to be returned. Reportedly, a customer letter is not requested. Translation of inquiry record determined as a complaint done by triage complaint evaluator (B)(6) fluent in english and chinese on (B)(6) 2025.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity/ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.